Event description:
Additional information was received reporting that the patient has had increased seizures. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient has been hospitalized due to a seizure that caused a fall and will be headed to rehab for the injury.

Event description:
Patient was later seen with battery at ifi and high impedance error with undeliverable output current warnings. The device settings were adjusted . No other relevant information has been received to date.

Manufacturer narrative:
B3 date of event, corrected data: the initial reporter inadvertently used the incorrect event date. F10 impact code, corrected data: the supplemental reporter inadvertently left off a relevant code.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient was showing high impedance but it did not have effect on output delivery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.